Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the high blood glucose. Customer's blood glucose value was 450 mg/dl at the time of the incident and the current blood glucose was 154 mg/dl. Customer stated that the insulin was leaked at the quick release. The device will not be return for analysis.